Event description:
This is a report of a home patient (hp) who was hospitalized with suspected peritonitis. Additional information was requested but declined by the nurse.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow up MDR will be sent.